Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure using a 7f sheath. Reportedly, there was an abnormal noise / clicking sound when the foot was deployed. No resistance was felt. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported abnormal noise / clicking sound when the foot was deployed was concluded to be related to device components moving/rubbing against each other during deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.